Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). I have an alaris 8100 pump that has been giving me a check IV error. I checked on the software using the analog sensor task and saw that the patient pressure sensor was reading above 2v without a set in it. I changed the patient sensor and the error did not disappear for the first few times I turned the pump on. After a few times, the error did disappear. I then attempted a pm and tried to do a patient side occlusion and the pressure was 7.6psi which is below passing. I then tried to do a calibration. It passed calibration, but it still failed the patient side occlusion test on the pm. I turned it off again and changed the top bottle sensor. The check IV error is back and when I checked using the analog sensor task, the patient pressure sensor reads 2v. (B)(4).